Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mck120; expiration date: 02/29/2020. Date of mfg.: 03/21/2018. The device history records were reviewed for the possible batch number and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure. No information. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No information. In what tissue layer was the suture placed? The suture was used from the quadriceps femoris tendon to the medial patellar retinaculum. Was there any precipitating stress factor for the sutures breakage or muscle tears? No information. Was there any deficiency with the suture? If yes, what was the deficiency? No information. If applicable, will the product be returned for evaluation? No sample will be returned. What is physician¿s opinion as to the etiology of or contributing factors to this event? The doctor commented "the quadriceps muscle was torn from the outside to the inside, so it was unknown that the torn of the tissue caused suture breakage or the suture broke first then caused this event". What is the patient¿s current status? The patient is hospitalized currently. In reoperation, it was re-sutured with fiber wire (plastic suture) and the quadriceps muscle was reconstructed using artificial ligament. Possible lot: mck120. Note: adverse event related to right muscle tear reported via MFR report # 2210968-2018-77424.

Event description:
It was reported that the patient underwent both side of total knee arthroplasty on (B)(6) 2018 and barbed suture was used. The suture was used from the quadriceps femoris tendon to the medial patellar retinaculum and placed on the fascia by continuous suturing. On (B)(6) 2018, rehabilitation was started. The left quadriceps muscle was torn. A reconstruction surgery was performed in the same day. The surgeon opined that there was a causal relationship between the device and the event and breakage of the suture was seen at the middle point. The physician reported that the quadriceps muscle was torn from the outside to the inside, so it was unknown that the tearing of the tissue caused suture breakage or the suture broke first then caused this event. The beginning of the suture including the anchor and the back stitched part backed by 2 steps did not have problems. In reoperation, the patient was re-sutured with fiber wire (plastic suture) and the quadriceps muscle was reconstructed using artificial ligament. The patient is hospitalized currently and is being followed-up. No additional information was provided.